Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "home care nurse heard from patient that they had a reaction to the adhesive in statlock. At the time she had spoken with them, they had the PICC for about 2 months and had a different catheter securement (wing guard was mentioned)."